Event description:
During a coronary drug eluting stenting treatment procedure, a dissection occurred. In 2005 the target lesion was in the mildly tortuous, severely calcified, 95% stenotic proximal left anterior descending artery (lad). The physician predilated the lesion and used a rotoblator burr, then placed a taxus express2 drug eluting stent of unknown size. Upon withdrawal extreme resistance was felt. The physician attempted to remove the balloon by inflating at low pressure and moving the balloon foreward, this did not work. When withdrawal was attempted again it caused the catheter to deep seat and a dissection occurred in the ostial lad. The dissection was successfully treated with another taxus express2 drug eluting stent of unknown size. No other pt complications were reported. The pt's status is reported as 'fine'.